Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to incontinence and urethra atrophy. The device was explanted and replaced. No further patient complications were reported.